Event description:
A site biomed representative reported navigation system microscope bracket that was loose. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern.(B)(4) 2015, a medtronic representative performed a navigation system check-out, hardware & software areas passed. Led tracking bracket on microscope was found to be loose and was re-tightened.(B)(4) 2015 a medtronic representative performed a navigation system check-out. Calibrated scope 1 and verified accuracy. Issue resolved.no further issues have been reported.